Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd896597 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. The treatment included ancef intraperitoneally (ip) for fourteen days (dosage and frequency not reported) for peritonitis. At the time of this report, the patient¿s fluid was reported to be clear and was recovering from the peritonitis. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as cmplnt-(B)(4).